Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that no issues with drive failure, and all in one (aio) was connected properly.the field service engineer (fse) confirmed that there was a problem with sql dsclientoltp, which appeared as suspect. As a result, the server could not load or allow user sign in. This was identified as a software issue and was handed off to the technical support center (tsc) agent for further investigation. The tsc team was requested to check the software and deploy a fix. It was also verified that 24 gb of free space was available on drive c. Good faith attempts were made to obtain additional information, and any new details were added to the record when received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, errors were displayed on the station, and users were unable to log in. Error messages included "unexpected data error occurred. Cannot open database" and "object reference not set to an instance of an object." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.